Event description:
It was reported to medtronic minimed that the customer reported keypad anomaly and battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for keypad anomaly. Insulin pump has not been exposed to altitude change. Time does advance when display is observed. Customer was advised to discontinue use of the device and the insulin pump will be replaced. Troubleshooting was performed for battery failed alarm. Customer continued to receive battery failed alarms after inserting new batteries and restarting pump. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with unresponsive keypad. Unable to perform the self test, active current measurement and sleep current measurement due to unresponsive keypad. Unable to download history files and traces using thump due to unresponsive keypad. The keypad overlay was peeled off and found no damage in the keypad assembly noted. Pump was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. However, corrosion was found on the j1/pcba 1 connector. No corrosion or moisture damage found on the pcba 2, force sensor, motor and vibrator assembly noted. ¿ a test case was used, the original pcba 2 was used with the test pcba 1, internal battery and motor. Powered the pump on using the aa 1.5v battery and no unresponsive keypad noted. The pump was able to navigate the menu, continued self test and download history files and traces using thump. The pump passed the self test. No unresponsive keypad/keypad anomaly noted when using the test pcba 1. Unresponsive keypad/keypad anomaly was confirmed due to corrosion on the j1/pcba 1 connector. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further review of the formatted history file 1 week prior to the event date of 11-feb-2025, these pump error(s)/alarm(s) were noted: failed battery alert/battery failed alarm was found on: 02/11/2025 08:32:07.000, 02/11/2025 08:32:15.000, 02/11/2025 08:32:25.000, 02/11/2025 08:33:09.000, 02/11/2025 08:33:50.000, 02/11/2025 08:36:42.000. Insert battery alarm was found on: 02/11/2025 08:32:04.000 to 02/11/2025 08:48:15.000, 02/11/2025 09:27:14.000 to 02/11/2025 09:55:27.000, 02/11/2025 10:09:39.000. Power loss alarm was found on: 02/11/2025 10:20:44.000, 02/11/2025 10:20:52.000. Pump error 23 alarm was found on: 02/11/2025 09:38:04.000 to 02/11/2025 09:53:04.000, 02/11/2025 10:03:00.000, 02/11/2025 10:20:04.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Unable to test and verify time/clock anomaly, failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm due to unresponsive keypad. Time/clock anomaly, failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm were unknown. Sensorerroralert (801) was found on: 02/10/2025 22:21:13.000, 02/11/2025 00:06:13.000, 02/11/2025 01:36:13.000. Unable to test for sensor error alert due to unresponsive keypad. Sensor error alert was unknown. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Unable to test, verify time/clock anomaly, failed battery alert/battery failed alarm, perform the required testing and download history files and traces using thump due to unresponsive keypad. A test case/pcba 1 was used and the pump was able to navigate the menu, continued self test and download history files and traces using thump. Unresponsive keypad/keypad anomaly was confirmed due to corrosion on the j1/pcba 1 connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.